Manufacturer narrative:
Result: foot board pcb assembly.

Event description:
It was reported by service report that the screen on the footboard for the scale display was cracked. It is unk if there was pt involvement; however, no adverse consequences were reported.